Event description:
It was reported that the pt's device was having difficulty syncing with the clinician and the pt programmer. The pt was unable to communicate with the device since the doctor "changed something with the leads." The pt was scheduled to go to the clinic the next day. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).